Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("salpingectomy and/or hysterectomy with general anesthesia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), reproductive tract disorder ("gynecological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with surgery (salpingectomy and/or hysterectomy with general anesthesia). Essure was removed. At the time of the report, the medical device removal, reproductive tract disorder, gastrointestinal disorder, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered ear disorder, gastrointestinal disorder, general physical health deterioration, medical device removal, nasal disorder, pharyngeal disorder, reproductive tract disorder and rheumatic disorder to be related to essure. Diagnostic results: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: medical device removal ¿ analysis in the global safety database revealed 799 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and post procedural haemorrhage ("gynaecological bleeding following the procedure in (B)(6) 2017") in a 49-year-old female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 (daughter) in 1996, tobacco user, breast cyst in 2007, mycosis, iodine allergy, meniere's disease, dislocation of shoulder, anxiety in 2012, eczema in 2012, tendonitis in 2012, inability to work in (B)(6) 2016, aching in knees and allergy to metals. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Previously administered products included for contraception: yaz from 2011 to (B)(6) 2016, cerazette from 2009 to 2010 and melodia from 2007 to 2009. Concurrent conditions included patellofemoral pain syndrome, rotator cuff syndrome and hypothyroidism. Concomitant products included anesthetics, general from (B)(6) 2016 for general anesthesia as well as levothyroxine sodium (levothyrox). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced sleep disorder ("sleeping disturbances") and fatigue ("tiredness"). On (B)(6) 2016, the patient experienced the first episode of procedural pain ("slight pain following essure insertion"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy long menstrual periods potentially lasting up to 14 days / heavy periods") and dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2017, the patient experienced abdominal pain lower ("persistent abdominal pain, tenderness in hypogastrium"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain everyday, tenderness in right and left iliac fossae, increasing at 8/10 with peaks at 10/10"). In (B)(6) 2017, the patient experienced gastrointestinal pain ("pain in colon"). On (B)(6) 2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and the second episode of procedural pain ("pelvic pain following the procedure in (B)(6) 2017"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("major dyspareunia"), headache ("headaches"), dermatitis allergic ("skin hypersensitivity on right"), peripheral venous disease ("bilateral internal saphenous vein insufficiency") with pain in extremity and limb discomfort, asthenia ("asthenia"), anxiety ("anxious state / anxiety"), photosensitivity reaction ("photosensitivity"), ovarian cyst ("cyst on left ovary measuring 4 cm"), musculoskeletal pain ("shoulder pain"), adjustment disorder ("difficulty grieving the loss of the uterus with phobic reactions"), female sexual dysfunction ("sexual intercourse not possible since hysterectomy") and device expulsion ("essure inserts found in isthmus on MRI") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with centella plant extract (hirucremprotect), physical therapy (class-2 compression stockings) and surgery (hysterectomy and bilateral salpingectomy via vagina on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, post procedural haemorrhage, menorrhagia, pelvic pain, dyspareunia, abdominal pain lower, the last episode of procedural pain, headache, dermatitis allergic, gastrointestinal pain, uterine leiomyoma, peripheral venous disease, asthenia, photosensitivity reaction and musculoskeletal pain had resolved, the dysmenorrhoea, sleep disorder, fatigue, ovarian cyst, adjustment disorder, female sexual dysfunction and device expulsion outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain lower, adjustment disorder, allergy to metals, anxiety, asthenia, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal pain, headache, menorrhagia, musculoskeletal pain, ovarian cyst, pelvic pain, peripheral venous disease, photosensitivity reaction, post procedural haemorrhage, sleep disorder, uterine leiomyoma, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: the patient requested that the device be removed in (B)(6) 2017, 6 months after it was positioned, due to the worsening of her gynecological symptoms of pre-menopause. She declined all suggestions of medical treatments that were less radical. The removal of the inserts required at least a bilateral salpingectomy and would probably require a hysterectomy due to the isthmic position of the inserts (see MRI). Unfortunately, the patient experienced great difficulty grieving the removal of her uterus. While on essure, the symptoms described were of a general and gynecological nature. Menorrhagia, changes in the menstrual cycle, pelvic pain during menstruation are secondary to the hormonal phase of perimenopause. The non-specific general signs, such as fatigue, headaches and joint pain are also associated with this physiological hormonal state, though they vary from woman to woman. There is no relationship between the general symptoms and gynecological symptoms of the patient and the essure inserts. She was not allergic to nickel, but did show hypersensitivity, with positive allergy tests and no associated symptoms of allergy. The patient said that removal of the essure devices was beneficial in terms of the general signs, which resolved within a few weeks. This improvement was not directly related to the removal of the essure inserts, because there was no relationship between the reported symptoms and the presence of the inserts. The patient had a physiological disorder: pre-menopause, which inserts have no influence whatsoever on this state. The general signs that the patient attributed to the essure inserts could be a nocebo effect, and their removal ended this nocebo effect. The clinical improvement of menorrhagia is directly caused by the hysterectomy. It removal was not medically justified, because they were not the cause of the alleged symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Allergy test - on (B)(6) 2017: results: positive for nickel allergy. Blood count - on (B)(6) 2015: full blood count and biochemistry were normal. Blood test - on (B)(6) 2015: full blood count and biochemistry were normal as well as tsh and sedimentation rate; on (B)(6) 2017: results: normal. Blood thyroid stimulating hormone - on (B)(6) 2015: normal; on (B)(6) 2015: fsh was of 47.9 iu/l; on (B)(6) 2016: fsh was of 5.2 iu/l. C-reactive protein - on (B)(6) 2017: results: normal. Gynaecological examination - on (B)(6) 2016: gynecological examination for essure placement - on (B)(6) 2016: insertion with no particular difficulties, two coils visible on the left, eleven coils visible on the right.. High density lipoprotein - on (B)(6) 2015: elevated cholesterol/hdl ratio at 5.38 (norm: lower than 4.90).; on (B)(6) 2015: slight elevation in cholesterol/hdl ratio at 4.95 (norm: lower than 4.90). Histology - on (B)(6) 2017: showed uterine multinodular myoma with no adenomyosis. The essure inserts were not mentioned in the histology report.. Microbiology test - on (B)(6) 2017: results: normal. Neutrophil count (1500 - 7000 10 thousand per microlitre) - on (B)(6) 2016: 7230 10 thousand per microlitre; on (B)(6) 2017: 7750 10 thousand per microlitre. Pathology test - on (B)(6) 2017: multiple uterine fibroids, no dysplasia, no suspicious lesions.. Ultrasound doppler - on (B)(6) 2016: bilateral internal saphenous vein insufficiency with no increase in calibre of veins. Ultrasound pelvis - on (B)(6) 2016: normal ultrasound. The essure devices have been correctly positioned.; on (B)(6) 2017: results: no abnormalities, essure inserts in situ; on (B)(6) 2017: results: essure inserts "in place" and myoma of 2.2 x 2.2 cm. White blood cell count (4000 - 10000 10 thousand per microlitre) - on (B)(6) 2015: 10710 10 thousand per microlitre; on (B)(6) 2016: 11100 10 thousand per microlitre; on (B)(6) 2017: 11270 10 thousand per microlitre. X-ray - on (B)(6) 2016: results: correct position of essure inserts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: information from attorney via legal department. Expert's pre-report: ultrasound on(B)(6) 2016, confirmed the essure insertion. Pelvic pain started on (B)(6) 2017. On pelvic ultrasound on (B)(6) 2017 a myoma was also observed (myoma of 2.2 x 2.2 cm); histology report was also added. The patient said that she felt well after 3 or 4 weeks, with her pelvic pain completely resolved. Discussion of the expert was also added to the case (causality of events like menorrhagia, changes in the menstrual cycle, pelvic pain during menstruation, fatigue, headaches and joint pain was updated to unrelated). We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and post procedural haemorrhage ("gynaecological bleeding following the procedure in (B)(6) 2017") in a 49-year-old female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 (daughter) in 1996, tobacco user, breast cyst in 2007, mycosis, iodine allergy, meniere's disease, dislocation of shoulder, anxiety in 2012, eczema in 2012, tendonitis in 2012, inability to work in (B)(6) 2016, aching in knees and allergy to metals. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Previously administered products included for contraception: yaz from 2011 to (B)(6) 2016, cerazette from 2009 to 2010 and melodia from 2007 to 2009. Concurrent conditions included patellofemoral pain syndrome, rotator cuff syndrome and hypothyroidism. Concomitant products included anesthetics, general from 20-jul-2016 to 20-jul-2016 for general anesthesia as well as levothyroxine sodium (levothyrox). In 2016, the patient experienced sleep disorder ("sleeping disturbances") and fatigue ("tiredness"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced the first episode of procedural pain ("slight pain following essure insertion"). On (B)(6) 2017, the patient experienced abdominal pain lower ("persistent abdominal pain, tenderness in hypogastrium"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain everyday, tenderness in right and left iliac fossae, increasing at 8/10 with peaks at 10/10") and gastrointestinal pain ("pain in colon"). On (B)(6) 2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and the second episode of procedural pain ("pelvic pain following the procedure in (B)(6) 2017"). In 2018, the patient experienced menorrhagia ("heavy long menstrual periods potentially lasting up to 14 days / heavy periods"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("major dyspareunia"), dysmenorrhoea ("dysmenorrhoea"), headache ("headaches"), dermatitis allergic ("skin hypersensitivity on right"), uterine leiomyoma ("uterine fibroids"), peripheral venous disease ("bilateral internal saphenous vein insufficiency") with pain in extremity and limb discomfort, asthenia ("asthenia"), anxiety ("anxious state / anxiety"), photosensitivity reaction ("photosensitivity") and ovarian cyst ("cyst on left ovary measuring 4 cm"). The patient was treated with centella plant extract (hirucremprotect), surgery (hysterectomy and bilateral salpingectomy via vagina on (B)(6) 2017) and physical therapy (class-2 compression stockings). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, post procedural haemorrhage, menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain lower, the last episode of procedural pain, headache, dermatitis allergic, gastrointestinal pain, uterine leiomyoma, peripheral venous disease, asthenia and photosensitivity reaction had resolved, the anxiety had not resolved and the sleep disorder, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthenia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, menorrhagia, ovarian cyst, pelvic pain, peripheral venous disease, photosensitivity reaction, post procedural haemorrhage, sleep disorder, uterine leiomyoma, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: in view of normal MRI findings, essure inserts were the only etiological component that explained all of patient's symptoms, so they were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Allergy test - on (B)(6) 2017: positive for nickel allergy. Blood test - on (B)(6) 2017: normal. C-reactive protein - on (B)(6) 2017: normal. Microbiology test - on (B)(6) 2017: normal. Ultrasound pelvis - on (B)(6) 2017: no abnormalities, essure inserts in situ; on (B)(6) 2017: essure inserts "in place" x-ray - on (B)(6) 2016: correct position of essure inserts . Gynecological examination for essure placement - on (B)(6) 2016: insertion with no particular difficulties, two coils visible on the left, eleven coils visible on the right. Ultrasound doppler - on (B)(6) 2016: bilateral internal saphenous vein insufficiency with no increase in calibre of veins. Pathology test after surgery - on (B)(6) 2017: multiple uterine fibroids, no dysplasia, no suspicious lesions. On (B)(6) 2017 nuclear magnetic resonance imaging was performed, and no clear evidence for possible adenomyosis. Adenomyosis was ruled out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and post procedural haemorrhage ('gynaecological bleeding following the procedure in (B)(6) 2017') in a 49-year-old female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included inability to work in (B)(6) 2016, intramural leiomyoma of uterus in (B)(6) 2015, menorrhagia in (B)(6) 2015, meniere's disease (vertigo with vomiting) in 2012, anxiety in 2012, eczema in 2012, tendonitis in 2012, breast cyst in 2007, parity 1 (daughter) in 1996, tobacco user, mycosis, iodine allergy, dislocation of shoulder, aching in knees and allergy to metals. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Previously administered products included for contraception: yaz from 2011 to (B)(6) 2016, cerazette from 2009 to 2010 and melodia from 2007 to 2009; for meniere's disease: vogalene in 2012, serc in 2012 and tanganil in 2012. Concurrent conditions included patellofemoral pain syndrome, rotator cuff syndrome and hypothyroidism. Concomitant products included anesthetics, general from (B)(6) 2016 for general anesthesia as well as levothyroxine sodium (levothyrox). In 2016, the patient experienced sleep disorder ("sleeping disturbances") and fatigue ("tiredness"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced the first episode of procedural pain ("slight pain following essure insertion"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy long menstrual periods potentially lasting up to 14 days/ heavy periods/ hemorrhagic menstruations") and dysmenorrhoea ("dysmenorrhoea"). On (B)(6) 2017, the patient experienced abdominal pain lower ("persistent abdominal pain, tenderness in hypogastrium"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain everyday, tenderness in right and left iliac fossae, increasing at 8/10 with peaks at 10/10"). In (B)(6) 2017, the patient experienced gastrointestinal pain ("pain in colon"). On (B)(6) 2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and the second episode of procedural pain ("pelvic pain following the procedure in (B)(6) 2017"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("major dyspareunia"), headache ("headaches"), dermatitis allergic ("skin hypersensitivity on right"), peripheral venous disease ("bilateral internal saphenous vein insufficiency") with pain in extremity and limb discomfort, asthenia ("asthenia"), anxiety ("anxious state / anxiety"), photosensitivity reaction ("photosensitivity"), ovarian cyst ("cyst on left ovary measuring 4 cm"), musculoskeletal pain ("shoulder pain"), adjustment disorder ("difficulty grieving the loss of the uterus with phobic reactions"), female sexual dysfunction ("sexual intercourse not possible since hysterectomy") and device expulsion ("essure inserts found in isthmus on MRI") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with centella plant extract (hirucrem protect), physical therapy (class-2 compression stockings) and surgery (hysterectomy and bilateral salpingectomy via vagina on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, post procedural haemorrhage, menorrhagia, pelvic pain, dyspareunia, abdominal pain lower, the last episode of procedural pain, headache, dermatitis allergic, gastrointestinal pain, uterine leiomyoma, peripheral venous disease, asthenia, photosensitivity reaction and musculoskeletal pain had resolved, the dysmenorrhoea, sleep disorder, fatigue, ovarian cyst, adjustment disorder, female sexual dysfunction and device expulsion outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain lower, adjustment disorder, allergy to metals, anxiety, asthenia, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal pain, headache, menorrhagia, musculoskeletal pain, ovarian cyst, pelvic pain, peripheral venous disease, photosensitivity reaction, post procedural haemorrhage, sleep disorder, uterine leiomyoma, the first episode of procedural pain and the second episode of procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: the patient requested that the device be removed in (B)(6) 2017, 6 months after it was positioned, due to the worsening of her gynecological symptoms of pre-menopause. She declined all suggestions of medical treatments that were less radical. The removal of the inserts required at least a bilateral salpingectomy and would probably require a hysterectomy due to the isthmic position of the inserts (see MRI). Unfortunately, the patient experienced great difficulty grieving the removal of her uterus. While on essure, the symptoms described were of a general and gynecological nature. Menorrhagia, changes in the menstrual cycle, pelvic pain during menstruation are secondary to the hormonal phase of perimenopause. The non-specific general signs, such as fatigue, headaches and joint pain are also associated with this physiological hormonal state, though they vary from woman to woman. There is no relationship between the general symptoms and gynecological symptoms of the patient and the essure inserts. She was not allergic to nickel, but did show hypersensitivity, with positive allergy tests and no associated symptoms of allergy. The patient said that removal of the essure devices was beneficial in terms of the general signs, which resolved within a few weeks. This improvement was not directly related to the removal of the essure inserts, because there was no relationship between the reported symptoms and the presence of the inserts. The patient had a physiological disorder: pre-menopause, which inserts have no influence whatsoever on this state. The general signs that the patient attributed to the essure inserts could be a nocebo effect, and their removal ended this nocebo effect. The clinical improvement of menorrhagia is directly caused by the hysterectomy. It removal was not medically justified, because they were not the cause of the alleged symptoms. According to the reporter, symptoms leading the patient to undergo hysterectomy were not related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Allergy test - on (B)(6) 2017: results: positive for nickel allergy. Blood count - on (B)(6) 2015: full blood count and biochemistry were normal. Blood test - on (B)(6) 2015: full blood count and biochemistry were normal as well as tsh and sedimentation rate; on (B)(6) 2017: results: normal. Blood thyroid stimulating hormone - on (B)(6) 2015: normal; on (B)(6) 2015: fsh was of 47.9 iu/l; on (B)(6) 2016: fsh was of 5.2 iu/l. C-reactive protein - on (B)(6) 2017: results: normal. Gynaecological examination - on (B)(6) 2016: gynecological examination for essure placement - on (B)(6) 2016: insertion with no particular difficulties, two coils visible on the left, eleven coils visible on the right. High density lipoprotein - on (B)(6) 2015: elevated cholesterol/hdl ratio at 5.38 (norm: lower than 4.90).; on (B)(6) 2015: slight elevation in cholesterol/hdl ratio at 4.95 (norm: lower than 4.90).. Histology - on (B)(6) 2017: showed uterine multinodular myoma with no adenomyosis. The essure inserts were not mentioned in the histology report.. Microbiology test - on (B)(6) 2017: results: normal. Neutrophil count (1500 - 7000 10 thousand per microlitre) - on (B)(6) 2016: 7230 10 thousand per microlitre; on (B)(6) 2017: 7750 10 thousand per microlitre. Pathology test - on (B)(6) 2017: multiple uterine fibroids, no dysplasia, no suspicious lesions. Ultrasound doppler - on (B)(6) 2016: bilateral internal saphenous vein insufficiency with no increase in calibre of veins.. Ultrasound pelvis - on (B)(6) 2016: normal ultrasound. The essure devices have been correctly positioned.; on (B)(6) 2017: results: no abnormalities, essure inserts in situ; on (B)(6) 2017: results: essure inserts "in place" and myoma of 2.2 x 2.2 cm. White blood cell count (4000 - 10000 10 thousand per microlitre) - on (B)(6) 2015: 10710 10 thousand per microlitre; on (B)(6) 2016: 11100 10 thousand per microlitre; on (B)(6) 2017: 11270 10 thousand per microlitre. X-ray - on (B)(6) 2016: results: correct position of essure inserts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2019: lawyer's report - medical history (intramural fibroma associated with menorrhagia and meniere's disease with vertigo and vomiting starting in 2012); historical drugs (serc, tanganil and vogalene for meniere's disease); and causality assessment (symptoms leading the patient to undergo hysterectomy were not related to essure). We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and post procedural haemorrhage ("gynaecological bleeding following the procedure in may-2017") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 (daughter) in 1996. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Previously administered products included for contraception: yaz from 2011 to (B)(6) 2016, cerazette from 2009 to 2010 and melodia from 2007 to 2009. Concurrent conditions included patellofemoral pain syndrome and rotator cuff syndrome. Concomitant products included anesthetics, general from (B)(6) 2016 to (B)(6) 2016 for general anesthesia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 6 months 21 days after insertion of essure, the patient experienced abdominal pain lower ("persistent abdominal pain, tenderness in hypogastrium"). In february 2017, the patient experienced pelvic pain ("pelvic pain everyday, tenderness in right and left iliac fossae, increasing at 8/10 with peaks at 10/10") and gastrointestinal pain ("pain in colon"). On (B)(6) 2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("pelvic pain following the procedure in may-2017"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("heavy long menstrual periods potentially lasting up to 14 days"), dyspareunia ("major dyspareunia"), dysmenorrhoea ("dysmenorrhoea"), headache ("headaches"), dermatitis allergic ("skin hypersensitivity on right"), uterine leiomyoma ("uterine fibroids"), peripheral venous disease ("bilateral internal saphenous vein insufficiency") with pain in extremity and limb discomfort, asthenia ("asthenia"), anxiety ("anxious state") and photosensitivity reaction ("photosensitivity"). The patient was treated with centella plant extract (hirucremprotect), surgery (hysterectomy and bilateral salpingectomy via vagina on (B)(6) 2017) and physical therapy (class-2 compression stockings). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, post procedural haemorrhage, menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain lower, procedural pain, headache, dermatitis allergic, gastrointestinal pain, uterine leiomyoma, peripheral venous disease, asthenia and photosensitivity reaction had resolved and the anxiety had not resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthenia, dermatitis allergic, dysmenorrhoea, dyspareunia, gastrointestinal pain, headache, menorrhagia, pelvic pain, peripheral venous disease, photosensitivity reaction, post procedural haemorrhage, procedural pain and uterine leiomyoma to be related to essure. The reporter commented: in view of normal MRI findings, essure inserts were the only etiological component that explained all of patient's symptoms, so they were removed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive for nickel allergy. Blood test - on (B)(6) 2017: normal. C-reactive protein - on (B)(6) 2017: normal. Microbiology test - on (B)(6) 2017: normal. Nuclear magnetic resonance imaging - on (B)(6) 2017: no clear evidence for possible adenomyosis. Ultrasound pelvis - on (B)(6) 2017: no abnormalities, essure inserts in situ; on (B)(6) 2017: essure inserts "in place". X-ray - on (B)(6) 2016: correct position of essure inserts. Gynecological examination for essure placement - on (B)(6) 2016: insertion with no particular difficulties, two coils visible on the left, eleven coils visible on the right ultrasound doppler - on 11-oct-2016: bilateral internal saphenous vein insufficiency with no increase in calibre of veins. Pathology test after surgery - on (B)(6) 2017: multiple uterine fibroids, no dysplasia, no suspicious lesions. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): allergy to metals: 405 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: attorney report: stop dates of contraceptives melodia, cerazette, yaz reported. Essure inserted without difficulty on general anesthesia, x-ray showed correct position. Events replaced/specified: (B)(6) 2016: pain and feeling of inflammation in legs during night, on doppler: bilateral internal saphenous vein insufficiency, treated with hirucrem and compression stockings (B)(6) 2017: abdominal pain, tenderness in iliac fossae and hypogastrium, normal tests (B)(6) 2017: pain in pelvis and colon, (B)(6) 2017: pelvic pain progressive. Prolonged heavy periods, dysmenorrhea, asthenia, headaches, photosensitivity, skin hypersensitivity right, dyspareunia. MRI on (B)(6) 2017: no signs for poss. Adenomyosis. Allergy test (B)(6) 2017: allergy to nickel. (B)(6) 2017: hysterectomy, bilateral salpingectomy. Pathology: multiple uterine fibroids, no dysplasia nor suspected lesions. (B)(6) 2017: patient well. 3-mar-18: pelvic pain, bleeding after procedure in may-17 resolved. Anxiety ongoing. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and post procedural haemorrhage ("gynaecological bleeding following the procedure in may-2017") in a 49-year-old female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 (daughter) in 1996, tobacco user, breast cyst in 2007, mycosis, iodine allergy, meniere's disease, dislocation of shoulder, anxiety in 2012, eczema in 2012, tendonitis in 2012, inability to work in may 2016, aching in knees and allergy to metals. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Previously administered products included for contraception: yaz from 2011 to 12-apr-2016, cerazette from 2009 to 2010 and melodia from 2007 to 2009. Concurrent conditions included patellofemoral pain syndrome, rotator cuff syndrome and hypothyroidism. Concomitant products included levothyroxine sodium (levothyrox). On 20-jul-2016, the patient had essure inserted under general anesthesia. On the same day, the patient experienced the first episode of procedural pain ("slight pain following essure insertion"). In 2016, the patient experienced sleep disorder ("sleeping disturbances") and fatigue ("tiredness"). On 10-feb-2017, the patient experienced abdominal pain lower ("persistent abdominal pain, tenderness in hypogastrium"). In february 2017, the patient experienced pelvic pain ("pelvic pain everyday, tenderness in right and left iliac fossae, increasing at 8/10 with peaks at 10/10") and gastrointestinal pain ("pain in colon"). On 18-may-2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and the second episode of procedural pain ("pelvic pain following the procedure in may-2017"). In 2018, the patient experienced menorrhagia ("heavy long menstrual periods potentially lasting up to 14 days / heavy periods"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("major dyspareunia"), dysmenorrhoea ("dysmenorrhoea"), headache ("headaches"), dermatitis allergic ("skin hypersensitivity on right"), uterine leiomyoma ("uterine fibroids"), peripheral venous disease ("bilateral internal saphenous vein insufficiency") with pain in extremity and limb discomfort, asthenia ("asthenia"), anxiety ("anxious state / anxiety"), photosensitivity reaction ("photosensitivity") and ovarian cyst ("cyst on left ovary measuring 4 cm"). The patient was treated with centella plant extract (hirucremprotect), surgery (hysterectomy and bilateral salpingectomy via vagina on 18-may-2017) and physical therapy (class-2 compression stockings). Essure was removed on 18-may-2017. At the time of the report, the allergy to metals, post procedural haemorrhage, menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain lower, the last episode of procedural pain, headache, dermatitis allergic, gastrointestinal pain, uterine leiomyoma, peripheral venous disease, asthenia and photosensitivity reaction had resolved, the anxiety had not resolved and the sleep disorder, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthenia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, menorrhagia, ovarian cyst, pelvic pain, peripheral venous disease, photosensitivity reaction, post procedural haemorrhage, sleep disorder, uterine leiomyoma, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: in view of normal MRI findings, essure inserts were the only etiological component that explained all of patient's symptoms, so they were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Allergy test - on 20-feb-2017: positive for nickel allergy blood test - on 15-feb-2017: normal c-reactive protein - on 15-feb-2017: normal microbiology test - on 15-feb-2017: normal ultrasound pelvis - on 15-feb-2017: no abnormalities, essure inserts in situ; on 9-mar-2017: essure inserts "in place" x-ray - on 5-oct-2016: correct position of essure inserts gynecological examination for essure placement - on 20-jul-2016: insertion with no particular difficulties, two coils visible on the left, eleven coils visible on the right. Ultrasound doppler - on 11-oct-2016: bilateral internal saphenous vein insufficiency with no increase in caliber of veins. Pathology test after surgery - on 18-may-2017: multiple uterine fibroids, no dysplasia, no suspicious lesions. On 07-apr-2017 nuclear magnetic resonance imaging was performed, and no clear evidence for possible adenomyosis. Adenomyosis was ruled out. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 25-apr-2018 for the following meddra pt (excluding this case): allergy to metals: 408 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 20-apr-2018: patient¿s information was updated, essure lot number was received and concomitant medication levothyrox was added. Furthermore the events ¿post procedural pain¿, ¿sleep disturbance¿, ¿tiredness¿ and ¿cyst of ovary¿ were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and post procedural haemorrhage ("gynaecological bleeding following the procedure in may-2017") in a 49-year-old female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 (daughter) in 1996, tobacco user, breast cyst in 2007, mycosis, iodine allergy, meniere's disease, dislocation of shoulder, anxiety in 2012, eczema in 2012, tendonitis in 2012, inability to work in may 2016, aching in knees and allergy to metals. The patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. Previously administered products included for contraception: yaz from 2011 to 12-apr-2016, cerazette from 2009 to 2010 and melodia from 2007 to 2009. Concurrent conditions included patellofemoral pain syndrome, rotator cuff syndrome and hypothyroidism. Concomitant products included anesthetics, general from 20-jul-2016 to 20-jul-2016 for general anesthesia as well as levothyroxine sodium (levothyrox). In 2016, the patient experienced sleep disorder ("sleeping disturbances") and fatigue ("tiredness"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced the first episode of procedural pain ("slight pain following essure insertion"). On 10-feb-2017, the patient experienced abdominal pain lower ("persistent abdominal pain, tenderness in hypogastrium"). In february 2017, the patient experienced pelvic pain ("pelvic pain everyday, tenderness in right and left iliac fossae, increasing at 8/10 with peaks at 10/10") and gastrointestinal pain ("pain in colon"). On 18-may-2017, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and the second episode of procedural pain ("pelvic pain following the procedure in may-2017"). In 2018, the patient experienced menorrhagia ("heavy long menstrual periods potentially lasting up to 14 days / heavy periods"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("major dyspareunia"), dysmenorrhoea ("dysmenorrhoea"), headache ("headaches"), dermatitis allergic ("skin hypersensitivity on right"), uterine leiomyoma ("uterine fibroids"), peripheral venous disease ("bilateral internal saphenous vein insufficiency") with pain in extremity and limb discomfort, asthenia ("asthenia"), anxiety ("anxious state / anxiety"), photosensitivity reaction ("photosensitivity") and ovarian cyst ("cyst on left ovary measuring 4 cm"). The patient was treated with centella plant extract (hirucremprotect), surgery (hysterectomy and bilateral salpingectomy via vagina on 18-may-2017) and physical therapy (class-2 compression stockings). Essure was removed on 18-may-2017. At the time of the report, the allergy to metals, post procedural haemorrhage, menorrhagia, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain lower, the last episode of procedural pain, headache, dermatitis allergic, gastrointestinal pain, uterine leiomyoma, peripheral venous disease, asthenia and photosensitivity reaction had resolved, the anxiety had not resolved and the sleep disorder, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthenia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, menorrhagia, ovarian cyst, pelvic pain, peripheral venous disease, photosensitivity reaction, post procedural haemorrhage, sleep disorder, uterine leiomyoma, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: in view of normal MRI findings, essure inserts were the only etiological component that explained all of patient's symptoms, so they were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Allergy test - on 20-feb-2017: positive for nickel allergy blood test - on 15-feb-2017: normal c-reactive protein - on 15-feb-2017: normal microbiology test - on 15-feb-2017: normal ultrasound pelvis - on 15-feb-2017: no abnormalities, essure inserts in situ; on 9-mar-2017: essure inserts "in place" x-ray - on 5-oct-2016: correct position of essure inserts gynecological examination for essure placement - on 20-jul-2016: insertion with no particular difficulties, two coils visible on the left, eleven coils visible on the right. Ultrasound doppler - on 11-oct-2016: bilateral internal saphenous vein insufficiency with no increase in calibre of veins. Pathology test after surgery - on 18-may-2017: multiple uterine fibroids, no dysplasia, no suspicious lesions. On 07-apr-2017 nuclear magnetic resonance imaging was performed, and no clear evidence for possible adenomyosis. Adenomyosis was ruled out. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 23-may-2018 for the following meddra pt (excluding this case): allergy to metals: 415 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), reproductive tract disorder ("gynecological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), general physical health deterioration ("health status progressively deteriorated"), angiopathy ("vascular disorders") and anxiety ("anxious state"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed. At the time of the report, the allergy to metals and angiopathy had resolved, the reproductive tract disorder, gastrointestinal disorder, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown and the anxiety had not resolved. The reporter considered allergy to metals, angiopathy, anxiety, ear disorder, gastrointestinal disorder, general physical health deterioration, nasal disorder, pharyngeal disorder, reproductive tract disorder and rheumatic disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy blood or urine tests, consultations with specialists, x-ray, CT scan, MRI, for months or years, without finding any etiology. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): allergy to metals: 404 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 12-apr-2018: case (B)(4) was identified as duplicate of this case. All the information of case (B)(4) was transferred to this case: the patient is part of the class action of the resist association. Patient initial updated; new lab data added; salpingectomy and/or hysterectomy with general anesthesia was deleted as event; nickel allergy, vascular disorders, and anxious state were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.